Event description:
On 24-dec-2019: follow up information was submitted because result of complaint investigation of the returned used devices (3 tubing and 1 set) showed that the tubings were detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in japan. It was reported that the infusion set's tubing came off from the connector part all at once. This issue occurred with three sets in the same lot and in a row. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set's tubing came off from the connector part all at once. This issue occurred with three sets in the same lot and in a row. No further information available.